Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had chipped ultrasound image. There were no reports of patient harm/involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6 and h11 based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.